Manufacturer narrative:
A ge service rep performed an on site investigation and was unable to duplicate the image problem. The image processor board and the video control printed circuit board were replaced. The image intensifier entrance dose rate was within specs. The system was returned to service and is operating as intended.

Event description:
The customer reported the system produced poor quality images. No pt injury was reported.